Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the anesthesiologist expressed that the lor syringe can be problematic because it doesn't always hold its pressure. In these specific cases, there were multiple attempts to place the epidural, causing pain and risk of infection, no significant harm known at this time.

Event description:
It was reported that: the anesthesiologist expressed that the lor syringe can be problematic because it doesn't always hold its pressure. In these specific cases, there were multiple attempts to place the epidural, causing pain and risk of infection, no significant harm known at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.